Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 300 mcg at 43.19325 mcg/day, clonidine 150 mcg at 21.59663 mcg/day, and bupivacaine 30 mg at 4.31933 mg/day via an implantable pump. It was reported on (B)(6) 2021 during a pump refill, a reservoir volume discrepancy was noted where the interrogated residual volume was 19.6 ml and the actual residual volume was 15 ml. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study provided the patient's initials, date of birth, and gender.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.